Event description:
Received a call from operating room director that during surgery when the surgeon was trying to suture after a hiatal hernia repair, the needle broke off in the pt. An x-ray was taken and showed clips and "one of these could represent needle tip." Family was informed and it was decided that the endostitch was irretrievable and would cause more damage by going after it. The pt went home the following day after surgery and has not returned to the hospital since discharge. Needle was an es-9 taper.